Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, resistance was felt when inserting the laser probe into the trocar. A new laser probe of the same lot was used to complete the case. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed no obvious non-conformities. Further evaluation found the laser probe became stuck when attempting to insert into a trocar, replicating the reported event. Further inspection using a microscope found excess adhesive on the cannula-nitinol junction. The 25 gauge illuminated flex curved laser probe was packaged on (B)(6) 2019. There were 744 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to excess adhesive on the cannula-nitinol junction. An internal investigation has been opened. The manufacturer internal reference number is: (B)(4).